Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was using tubes with a diameter lower than recommended by product labeling. This may have led to a pipetting error.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.177 iu/l and was reported out as <2 iu/l. The doctor queried the result and the sample was repeated on (B)(6) 2014 with a result of 690.2 iu/l. The doctor was contacted and an amended result was issued. Information concerning if the patient was adversely affected was requested, but was not provided. The hcg+b reagent lot number was 175098. The expiration date was requested, but was not provided.